Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown nail. Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly 3 months postop, while bending, the patient heard a loud snapping type noise and followed up with her doctor. X-rays taken determined that the rod was bent and perhaps broken apart. It is further alleged that the patient was revised in (B)(6) of 2015 to remove and replace this rod.

Manufacturer narrative:
As no item was returned no physical examination could be carried out. The DHR identified no deviation in manufacturing. The item was manufactured according to specs. Material properties of the raw material of the nail had been tested and had been confirmed by an independent laboratory without findings prior to manufacturing. The rmf had considered potential implant breakage. The threshold was not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated general aspects: the broken implant is a temporary implant which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced but does not present an unanticipated event in itself. Depending on load application ¿ e.g. The patient¿s weight and post-implant activity ¿ also, depending on the patient¿s post implant behavior and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated (ref to IFU). A successful treatment with a temporary implant requires sufficient bone healing during the implantation period and adequate load application. Technical aspects: as to outstanding product the kind of nail breakage could not be determined. Possible damages on the nail, caused after distribution or intra-operatively, could not be verified. In this case the nail had broken after an implantation period of nearly 3 months. During this period the implant had to absorb / transfer the whole loading because not relieved by increasing bone healing. Most likely, during this period and due to usual / daily motion the implant is repeatedly loaded in back and forth direction (cyclic loading) which typically contributes to the origin of an incipient crack ¿ resulting in a fatigue fracture. This mechanism is always possible ¿ even if the implant would not have been damaged intra-operatively. Every additional load application, e.g. Pilates exercises, may contribute to the progress of an existing crack. The IFU refers to complications under ¿adverse effects¿ to increased loading, delayed union and osteoporosis (and others) pointing out potential outcomes. Medical aspects: the medical review had determined that the patient had suffered from impaired bone healing (non-union) and osteoporosis (already suspected during visit on january 13, 2015). A potential error during treatment, ¿locking the nail distally prevented compression at the fracture site¿, may have contributed to implant breakage. Summarizing above information the nail most likely broke in fatigue manner due to overload. Overload was, most likely, caused by patient¿s load application in conjunction with impaired bone healing and possibly contributed by distal (static) locking of the nail. With available information a deficiency of the nail could not be verified. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly 3 months postop, while bending, the patient heard a loud snapping type noise and followed up with her doctor. X-rays taken determined that the rod was bent and perhaps broken apart. It is further alleged that the patient was revised in (B)(6) 2015 to remove and replace this rod.